Event description:
Inspection of air and oxygen flow meters performed (recall from chemtron) and found 1 with knurling defect which is a sign of flow meter disconnecting from the plate. This flow meter was not being used and was turned off. The flow meter did not dislodge from the plate (while in the wall) which potentially could project and hit someone and may also cause a ventilator to disconnect from the wall oxygen or air supply). Device has been taken out of service. Biomed called manufacturer- no response to date.======================health professional's impression======================the defect "knurling" is 1st sign that the plate separates from the flowmeter which may potentially cause projection of the flowmeter or disconnection of a vent to the oxygen or air supply.